Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor was fractured. (B)(4).

Event description:
It was reported that noise was present on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead experienced an apparent fracture.

Manufacturer narrative:
(B)(4).